Event description:
Pt reported he is in the hospital due to high blood sugars, currently measuring 720 mg/dl. The device was activated on (B)(6) 2010 at 7:53 pm; thirty minutes later his blood glucose was 431 mg/dl, so a 7 units insulin bolus was administered. At 7:45 the next morning, a normal ready of 125 mg/dl was recorded, but at 9:48 pm it had risen to 278 mg/dl. Six units of insulin was given at that time. The next morning ((B)(6) 2010) the pt went to the hospital with hyperglycemia, but no test results were reported from that day, nor was any admission diagnosis or treatment.

Manufacturer narrative:
The returned product was returned and found to be functioning as expected. No malfunction or other product condition was detected that could have caused or contributed to the pt's high bg. Qualification records for the product lot were reviewed; all acceptance criteria were met. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring to ensure issues are detected early and responded to promptly. Specifically, it recommends that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."